Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they performed monthly maintenance. The customer did not obtain any additional discordant result. The cause of the discordant, false reactive toxoplasma igg results on patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant, false reactive igg antibodies to toxoplasma gondii (toxoplasma igg) results on patient samples on an immulite 2000 xpi instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting non-reactive. It is unknown if the repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive toxoplasma igg results.

Manufacturer narrative:
The initial MDR 2247117-2016-00079 was filed on november 28, 2016. Additional information (11/28/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find any instrument malfunction. Adjustors and quality controls were within acceptable ranges. The hsc specialist determined that when the customer needed more sample diluent for the immulite 2000 toxoplasma quantitative igg assay, they added more to the sample diluent that was already on the system. Siemens recommends the customer to make up a new tube of diluent rather than adding more diluent to the existing sample diluent tube when the sample diluent is depleted and more sample diluent is needed. If they use the same tube over and over it will increase increases the chance of the diluent becoming contaminated or becoming compromised by prolonged room temperature storage which could impact results. The immulite 2000 toxoplasma quantitative igg assay is performing as intended. Additional information (11/29/2016): the customer provided an example of a discordant, false reactive toxoplasma igg result.